Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notified by (B)(6): two torque wrenches were returned from a hospital and inspected per inspection requirements (reference depuy inspection requirements procedure (B)(4) section 10) at the fsl in (B)(4) by owens & minor. During inspection of the uniplate torque driver in the facility it was found that the toque wrench was above specification (found to be 1.0 1.06 nm, specification is 0.63 0.98 nm). During inspection of the monarch torque driver in the facility it was found that the 60 nm setting was above specification (75 nm, specification is 54 66 nm).

Manufacturer narrative:
One (1) uniplate cam tightener torque handle were returned for evaluation. Visual inspection of the uniplate cam tightener torque handle exhibited no sign of damage. The torque handle was tested torque test machine per the print to ensure that it is correctly limiting torque. All data for this test were above the acceptable limits of the instrument. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the over torqueing of the uni-plate cam tightener cannot be determined. A potential root cause may be lack of maintenance during its successful field use of more than 9 years, resulting in the torque wrench exerting slightly more torque than its upper limit. Instructions for use (B)(4) revision f states that moving parts should be lubricated with water-soluble lubricant between uses in accordance with the manufacturer¿s instructions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.